Manufacturer narrative:
A button error alarm occurred due to moisture damage on keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked belt clip slot, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not working. The customer's blood glucose level was not known. Nothing further was reported.